Event description:
The patient presented to their healthcare provider with a probable allergic contact dermatitis. The patient returned to the prescribing physician¿s office with 10 minutes of the initial application, due to localized redness and irritation, as well as itchiness on the feet, hands, and ankles. The patient also experienced ¿panic attack sensation.¿ the patient received medical treatment at an emergency room facility following the event.

Manufacturer narrative:
Skin irritation is a known inherent risk of the device. Clinical ref. Manual (nlb0020) warnings state the following: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.